Event description:
On 6/12/97 a single donor platelet product was collected on the cs-3000 plus serial number at the blood center. The run was stated to have been uneventful. On 6/17/97 a pt admitted to the hospital, emergency room received the single donor platelet collected on 6/12/97. The pt was admitted due to a diagnosis of gastrointestinal bleeding, possible sepsis, possible hepatic encephalopathy, alcoholic hepatitis, and cirrhosis of the liver. Thirty minutes after the single donor platelet transfusion the pt developed fever, bloody diarrhea. The pt was transferred to the intensive care unit. The pt developed endotoxic shock, severe decrease in blood pressure which lead to acute tubular necrosis and renal failure. The pt died on 6/28/97. Four blood cultures were drawn on the pt. Two blood cultures were positive for enterobacter agglomerans. It is not known when the blood cultures were drawn in relation to the reaction. The platelet container was not examined at the time of the reaction nor was it cultured. The bag was discarded and unavailable for evaluation upon baxter's request. The pt received other unknown fluids during treatment. There was also a comment about a possible tylenol reaction, but no details are available.